Event description:
It was reported that during surgery, while using the reamer, the head of the instrument broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the shaft exhibited slight scuff marks. The reamer had slight marks on the cutting surfaces. The headpiece was included in the complaint package. It was determined that the welding between the flexible shaft and the reamer broke due to an unknown cause. The lot was made to the correct material requirements, and met the hardness and required specifications. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).